Event description:
The unit pumped 10% overfill of potassium. Event involved a 47 kg child. Pt received almost all the solution and the event was noticed 24 hrs later when the lab reported an elevated serum potassium. The pt is reported to be doing fine. There was no medical or surgical intervention. The unit also has a p-26 error which occurred when the user was starting a new bag.